Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2102. During the procedure, the blade stopped working. The device would start working for a short time and then stop again. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/14/2013. The device worked for a while, stopped and started but then did not start up again. It just stopped working.conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.